Event description:
It was reported that an insulation anomaly on the pace/sense portion of the lead was observed. The sense/pace portion was capped and a new pacing lead implanted. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.